Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition of the above evaluation, a contamination on the internal circuit was confirmed, flow sensor assembly and blower were replaced. Stirring fan foam, 43-micron filter were also replaced along with the blower replacement, which was not related to the malfunction/issue.